Event description:
Event was reported to caldera medical by an attorney. The patient has suffered sever pain, collapsed at work, no intercourse at all, and ripping pain. No further information has been provided.